Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1600308 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples were deformed during use on a patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. Visual examination of the returned sample revealed that the stapler was returned with its trigger partially engaged. The staples appeared to be aligned. The stapler was returned with 33 staples left in the cartridge indicating that at least 2 staples have been fired by the end user. (B)(4). An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement, a staple was able to properly form and release. Another attempt was made and a staple was once again able to properly form and release. However, the trigger got stuck on the second attempt. A few more attempts were made and the trigger would occasionally get stuck. The stapler was disassembled and it was found that a part of the cover block was damaged. The damage could contribute to the trigger getting occasionally stuck. The stapler was reassembled and the remaining staples were fired. The trigger continued to occasionally get stuck. Some staples were unable to form completely due to the trigger getting stuck, but most of the remaining staples were able to form other remarks: properly. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples deformed" was confirmed based upon the sample received. Upon functional inspection, it was found that the trigger would occasionally get stuck and cause some of the staples to not be able to form completely. The stapler was disassembled and it was found that a part of the cover block was damaged. The damage could contribute to the trigger getting stuck. The device was received with 33 staples left in the cartridge indicating that the stapler was fired at least 2 times by the end user. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It is unlikely that the damage to the cover block was present at the time of manufacturing assembly. Therefore, based upon the observed damage, operational context caused or contributed to this event. No further action will be taken.

Event description:
The staples were deformed during use on a patient. There was no patient injury.